Event description:
Per medwatch: (mw5107708 reported on (B)(6) 2022) patient reported that a premix cassette caused cadd legacy pump [serial number unknown] to beep and it would not run. Patient switched to backup pump and issue did not resolve. Patient mixed a new cassette and reports that now both pumps are functional. Patient reported that the faulty cassette lot number is not available as they returned it, along with 6 or 7 other faulty cassettes back to the pharmacy today 2022. Pharmacy is replacing cassette. Cassette is available for investigation. No further information, details or dates available. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? Yes; did cvs replace the cassette? Yes; did the patient have additional cassettes they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, a device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and a root cause could not be determined since no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Additional information d5 operator of device and g5 510(k).